Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, drawing, and quality control of the device was conducted during the investigation. A visual inspection of the returned product was also performed. The visual inspection of the returned device confirmed that the product was in a prior-to-use condition, and there was no damage to the mac loc. The yellow cap was loose in the package; this yellow cap is a snap connector cap which should have been secured to the hub of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
Ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the yellow hub of the device was loose and not attached to the stiffener. The event occurred prior to use and patient contact. A substitute device was obtained to continue the intended procedure. There are no adverse patient consequences related to this event. The device was returned for evaluation.